Manufacturer narrative:
Correction to the initial become aware date (date received by mfg) and evaluation method code grid only.

Event description:
It has been reported that the device is failing self-test.